Manufacturer narrative:
(B)(6). The following functional tests were performed: a third party servicer evaluated the issue and found that the speaker was defective and needed to be replaced. A replacement of the speaker was performed. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the efficia cm12 had a audio failure. No sound was coming from the device. The device was not in use on a patient at the time of the event.